Event description:
Event description boston scientific, crm received information from the patient with this implantable cardioverter defibrillator (ICD) device. The patient reported that 2 weeks prior he scraped his pacemaker site and that his subsequent blood pressure readings showed his heart rate to be 140 to 145 bpm, and that it was previously around 60. Approximately a week later, the patient called back to report this accelerated heart rate and stated that his physician feels the device is not working appropriately. The patient was referred to the university of washington for a second opinion and to discuss device replacement. No adverse patient effects were reported.